Manufacturer narrative:
The technician found a faulty head actuator. He replaced the head actuator to repair the bed.

Event description:
Information received indicates the head of the bed will not lower.